Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been received.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. The patient came in emergently to the hospital and a type 3b endoleak was identified. The physician elected to explant the devices to correct the issue. The subsequent endovascular procedure was completed and no additional adverse events have been reported.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there was evidence to support the following; explant. Due to lack of medical information available for review, clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib of the main body. Additionally there was evidence to reasonably support the following observations; occluded left iliac, intrastent mural thrombus, and main body dilation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; the explant was due to occluded right iliac stent, and endoleak type iiib, and the occluded stent was from the intrastent mural thrombus and persistent tobacco use. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices were was returned, evaluation saw damages that which may have been have been present during implant or created during the explant procedure, but the timing cannot be determined from this evaluation. The reported endoleak type iiib is plausible. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information was received from the clinical specialist; the right common iliac artery occlusion related to the event.